Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on this information, a definitive cause for the reported worsening mitral regurgitation cannot be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of worsening mitral regurgitation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2014, to treat degenerative mr with a grade of 4. Two clips (1035291514, 1030742526) were implanted, reducing the mr to 1. On (B)(6) 2018, while reviewing a transesophageal echocardiography (tee), increased mr was noted. The clips appeared to be stable. The new mitral regurgitation appears to originate medial to existing clips; however, the cause was not confirmed. The patient was readmitted to a hospital and is waiting treatment. No additional information was provided.